Event description:
It was reported that when the foley catheter used in the operating room, check for leaks of sterile water from the branching point.

Manufacturer narrative:
(B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.